Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6) 2024 , it was reported that the patient experienced inaccurate cgm values. The cgm was reading 72 mg/dl but by the time the alert went off at 60 mg/dl the patient was barely conscious. The patient´s daughter treated the patient with an entire tube of glucose paste in his mouth, the patient wasn´t conscious enough to drink juice. They took a bg reading and reported that ¿it was so low it was not even registering¿. They called an ambulance and the paramedics treated the patient with IV fast acting glucose. After that they took another bg reading which was 26 mg/dl. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.